Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the stepped cannulated reamer and the fix sleeve or drill stop from the trochanteric fixation nail (tfn) locking set were not working properly. They were worn and damaged, and the drill stop slides did not stay in place properly. It was unknown if there was any surgical delay. There was no patient consequence. Concomitant device: tfn locking set (part: unknown, lot: unknown, quantity: 1). This report is for a drill stop. This is report 1 of 1 for (B)(4).